Event description:
It was reported that this implantable pacemaker has seven months remaining battery life after six years from implant. Boston scientific technical services (ts) discussed standard device longevity and impact of high outputs to it battery life. Ts also mention that there was no sign of premature battery depletion (pbd) and device is not on advisory. Additional information received which indicated that there was an issue with the longevity as this device was lasting less than seven years. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this implantable pacemaker has seven months remaining battery life after six years from implant. Boston scientific technical services (ts) discussed standard device longevity and impact of high outputs to it battery life. Ts also mention that there was no sign of premature battery depletion (pbd) and device is not on advisory. Additional information received which indicated that there was an issue with the longevity as this device was lasting less than seven years. This device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable pacemaker was explanted. A new implantable pacemaker with the same model was placed. No additional adverse patient effects were reported.